Event description:
I rec'd the essure in 2011 and had to have a hysterectomy in (B)(6) 2013. I had developed edematous, which I never had major stomach and back pain. Every single day back pain with intercourse, my life was terrible. I beg doctors to help me until I finally found one and had to have then removed, than god she did because I had very bad edematous I lost so much weight couldn't eat or even sleep comfortable fatigue I am not e-free but suffering from not feeling like a normal woman anymore and depressed.